Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, a2, a3a, a4, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that during the case, the surgical tech attempted to screw the inhance baseplate inserter rod handle to the glenosphere inserter and it didn¿t screw together completely. The instrument bond was well enough to work for the case. After the case the threads were inspected and defective threads prevented the instrument from fully seating together. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the baseplate inserter rod has stripped the tip. Potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was performed and the baseplate inserter rod wasn't able to assemble with the glenosphere inserter tip. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the case, the surgical tech attempted to screw the inhance baseplate inserter rod handle to the glenosphere inserter and it didn¿t screw together completely. The instrument bond was well enough to work for the case. After the case the threads were inspected and defective threads prevented the instrument from fully seating together.